Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is:(B)(4).

Event description:
A surgeon reported a patient with diffuse lamellar keratitis of the right eye one day following corneal inlay procedure, additional intervention is required and the surgeon is unsure what caused or contributed to the symptoms. The symptoms are resolving eleven days following onset.

Manufacturer narrative:
The system history shows that the laser was verified successfully prior to the day of treatment. Log file review shows that the energy was stable and in the expected ranges during the complete day and no further issues can be identified. No technical problem can be identified. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Event description:
Upon additional follow up it was reported that the inlay was explanted and a new inlay implanted five weeks following the original treatment. One month following the new implant the cornea was clear and inlay was centered.